Event description:
Reportable upon returned device analysis completed 21mar2022. It was reported that failure to advance the device to the brachiocephalic artery occurred. A sentinel cerebral protection system (cps) was selected for a transcatheter aortic valve replacement (tavr) procedure. The vascular anatomy was noted to be torturous and calcified. A non-boston scientific 300cm wire was used during the procedure with the sentinel cps. During the procedure, the sentinel cps could not be advanced into the brachiocephalic artery. Neither the proximal filter nor distal filter were deployed during the procedure. The sentinel cps was successfully removed from the patient and a new sentinel cps was successfully used to complete the procedure. No patient complications were reported. However, the returned device analysis revealed that the proximal filter of the sentinel cps was torn.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cps was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. Visual analysis revealed a kinked distal filter slider, a sheathed distal filter, a relaxed articulating distal sheath (ads), and a sheathed proximal filter. A functional test was performed and found that the ads was able to be properly flexed using the articulation knob. The distal filter could not be unsheathed due to the kink on the distal filter slider. After flushing the sentinel cps, the proximal filter was able to be deployed using the proximal filter slider, and the proximal filter was found to be torn.